Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not have a mobile power unit (mpu) with a yellow plug locking mechanism in the back of the device to keep the plug in place. The patient's wife stated the plug in the back has come out before. The patient was advised to ensure the mpu plug was fully inserted when connecting to wall power. The current mpu plug was replaced with the locking ac power cord for the mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the mobile power unit (mpu) (serial #: (B)(6) is being evaluated for the patient not having a v-lock ac power cord. The mpu was not returned for analysis. Additional provided information communicated on (B)(6) 2023 stated that the mobile power unit (mpu) will not be returned. A yellow locking cable was sent and will be distributed to the patient. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and qa specifications. Per the DHR, the mpu was shipped with a v-lock ac power cord. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.